Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code e105 which indicated the subject device was damaged was appeared on the monitor at the preparation for the unspecified procedure. There was no patient injury associated with this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation and product return. A device history review was conducted and confirms the subject device had no abnormality in manufacturing. The investigation concluded: the data and serial number of the device suggest that the faston terminal shapes were different due to the issues of the faston terminal processing methods, and the contact area between the faston terminal and the led connector of the cable unit was smaller than the contact area between the faston terminal and the led connector. Furthermore, the investigation confirmed no previous similar complaint from the same user facility, with the same model and event. Corrective actions to address event and design changes for subject device were implemented for the improvement of crimp processing method for terminal of cable unit and address e105 error on 27may2014. Subject device was manufactured prior to design change (see h4). Likely root cause: the shapes of the terminals of the cable unit vary. Continued use of the terminals with a smaller contact area with the connector of the led unit causes an oxide film to form on the connector of the terminal and the led unit, increasing the contact resistance. When the lamp of the cv-170 is turned on (immediately after it is turned on), an "illumination lamp error e105" occurs at the lower left of the screen.